Event description:
It was reported that failed pm, motor rate error event occurred. No patient injury reported.

Manufacturer narrative:
UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition showed no external damage. Motor rate error was found during occlusion test. The root cause of the reported issue was found to be normal wear, device is over ten years old. Actions taken to mitigate the reported issue: replaced right plunger case, plunger cable (tearing wires), position pot, worm coupling and worm gear and clutches and leadscrew and stepper motor (all parts were very old). Installed cable guard (missing). Re-calibrated and all functional tests passed. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).